Event description:
It was reported the asymptomatic patient presented post-implant. Upon interrogation, it was observed the right atrial lead had dislodged during the night. The lead was successfully repositioned on (B)(6) 2021. Patient was stable.